Event description:
Vns patient was explanted due to infection. It was reported that the infection was treated with I&d and then generator explant. The patient was prescribed oral antibiotics after explant. Follow up with infectious disease revealed that the infection was resolved. The patient was re-implanted.